Event description:
It was reported that the interpulse handpiece with high flow tip was being used in a procedure when a black substance was observed to come out of the device. The procedure was completed successfully with a back up device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Customer discarded.